Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 24 mmol/l (432 mg/dl). The pod was leaking while worn for between 5 and 24 hours. The pod reportedly was coming loose from the infusion site (back), causing the cannula to dislodge. As treatment, a new pod was applied.

Manufacturer narrative:
The exposed portion of the soft cannula was found to be punctured by the hard cannula tip. Fluid was observed exiting the hard cannula tip. It could not be determined when the puncturing of the soft cannula occurred or if it contributed to the reported event of leaking during wear. No other damages or defects were found with the device and the cause of the leaking during wear could not be conclusively determined. It could not be determined whether the flattened, elongated soft cannula caused the reported dislodging of the cannula. The needle mechanism was inspected, however no issues were observed there. The adhesive pad was not returned, but the adhesive welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined.